Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that, when a 980 ventilator was powered on both the main screen and back up status display were blank. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the power distribution printed circuit board (pcb), power controller pcb and the power supply. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.